Event description:
It was reported that the patient underwent a spinal surgical procedure to treat l4-s1. It was reported that the saddle of the screw broke. The screw was removed and replaced with no issues. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. Microscopic examination of the mas confirms one side of multiaxial screw head broken. One side of the screw head is undamaged, and the broken side threads are undamaged above the break, suggesting no issues with mas and driver misalignment during implantation. The location of the fracture is near the root of the thread fracture surface is fairly brittle with river lines indication the direction of fracture and direction of deformation of the broken portion of the head are consistent with bend stress overload as the mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.